Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with a mentor smooth round moderate profile 325cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
The following changes were mistakenly omitted from the report submitted on (B)(6) 2018. (B)(4). Bilateral breast ptosis grade 2 was diagnosed post procedure. Patient elected to undergo bilateral mastopexy. This report is for the left breast prosthesis. Concomitant medical products: right unknown mentor saline prosthesis. (B)(4).

Manufacturer narrative:
On 5/13/2018, mentor received the following information: implantation date: (B)(6) 2007. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).